Manufacturer narrative:
(B)(4). Additional information received: this operation was laparoscopic proctectomy. Dr noticed the staple failure and then he cut again with the e-gla (another company) and anastomosed with the replacement. The surgeon did not know whether the washer was broken or not. Bleeding and tissue damage did not occurred. There was no problem with the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is unknown. The specific lot/batch was unknown; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, some staples were unformed at the firing. The rest of the staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. The surgeon commented that there was a possibility that he did not grasp the firing trigger completely. No further information is available.